Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the MFR arjo hospital equipment (B)(4) (registration #9611530). A warranty replacement has been sent back to the customer. The customer has scrapped the battery in question, therefore, no pictures are available. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
It has been reported and confirmed that the battery for their calypso pool lifter is leaking. The size of the damage on the battery and the amount of leaked material is unk; customer does not know how the damage occurred, they went into room where battery was being used on the machine and found the leakage. No injuries to patients or caregivers reported.